Event description:
Information received indicates a broken wire is hanging on the floor and the bed functions move by themselves once the bed is plugged in.

Manufacturer narrative:
The technician found the unintentional movement was caused by wiring pulled out of the right hand foot control assembly and shorting against one another. He replaced the right hand foot control assembly to repair the bed.